Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer subsequently went to the emergency room with a blood glucose (bg) level that ranged from 196-371 mg/dl. Customer received manual injections and meals were tracked by nursing staff to address bg. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made to gather the customer's discharge date but no response was received.